Manufacturer narrative:
Bci field service engineer (fse) stated that the building was directly affected by the lightning which affected the host communication port and caused damage to the main board in the analyzer. Fse recommended the unit to be replaced due to several components being destroyed by the lightning. Root cause of the smoke is attributed to damage to the main board in the analyzer. The coulter act diff2 analyzer is compliant with the following safety ratings: (B)(4).

Event description:
A customer contacted beckman coulter inc (bci) to report that smoke and burnt smell from the coulter act diff2 instrument. The customer had lost power due to lightning storm. While attempting to turn on the instrument they noticed smoke and a burnt smell. One of the tubing on the side of the shutdown diluent was black. The green led light was on but the screen was blank. The customer was wearing personal protective equipment (ppe). There was no need for fire extinguishers or for summoning the fire department. The instrument was unplugged when the smoke was discovered. There were no reports of death or serious injury associated with this event.